Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was seeing a 'settings can not be obtained' message on their controller when they tried to increase stimulation. It was noted that security had use a metal detector wand on a cruise ship prior to this happening. The patient met with a rep who ran an impedance/connectivity check and found that electrode 8 was out. The rep reprogrammed the ins to get full adequate coverage without electrode 8, and the issue was considered resolved. No patient complications were reported.